Event description:
The rptr called in for a replacement meter and stated that she had obtained an er1 message on her meter. When she received the er1 message, she retested and obtained a result of 98mg/dl. She looked at the confirmation dot on the back of the strip and it appeared dark and the dot was completely filled in. She did not use the color chart on the vial and did not do a control solution test.